Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states the catheter had to be replaced due to pain. The pdrn stated that the drain pain had begun on an unknown date and was still ongoing. The catheter had to be replaced on (B)(6) 2015 as the drain pain was believed to be related to the position of the pd catheter per the pdrn. The catheter was located centrally before the replacement procedure and was changed to a more left lower position. On an unknown date, the hp had undergone an ultrasound for the drain pain, which did not result in any significant findings. There was no change in the hp's automated pd therapy per the rn.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. However, the most probable root causes could be due to excessive force when inserting the catheter or damaged mold used during the tube extrusion. If the mold is damaged, this can cause stress at the exit site. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.